Event description:
The customer returned the colonovideoscope, which is an olympus asset with no reported complaint. During the evaluation of the device, the image becomes noisy when bending distal end was observed. The service repair technician indicated that the most likely cause of the image becomes noisy when bending distal end was no possible to identify. There was no patient involvement.

Manufacturer narrative:
The device was not returned to olympus for inspection. A root cause could not be identified. Based on the results of the investigation there is cause not established that lead to the malfunction. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.